Event description:
A home patient (hp) contacted (B)(4) regarding a drain bag leaking on the hardwood floor at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) assisted the hp to end therapy and retrieve the cassette. The hp stated the clamp was left open on the sample port. On (B)(6) 2010 product surveillance followed up with the hp via phone call; the hp stated that she was ending therapy and she noticed that there was fluid on the floor. The hp stated that all of the lines were connected and she did not notice any holes or defects in the bags or lines. The hp confirmed that she did not receive an alarm. The hp also confirmed that there was no skin contact with the solution. The patient stated there was no injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore a device evaluation and batch review could not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during last fill. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.